Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was at elective replacement indicator (eri) when received. Analysis of the device image indicated that the device operated at high pacing output settings as well as autocapture enabled during the implant period. Automatic settings are programmed so that the device would adjust to accommodate patient's needs for pacing and thus affect the estimated longevity. Further analysis did not find any anomalies. Longevity assessment was performed, and the implant duration exceeds the total projected longevity indicating normal battery depletion.

Event description:
It was reported that the asymptomatic patient presented with a pulse generator that exhibited premature battery depletion. The device was explanted and replaced. The patient was recovering post-procedure.